Event description:
Customer reported the screen is black and foot pedal will not select images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. System operates as intended.